Event description:
Male admitted for evaluation of claudication. He underwent angiography of the left iliac, superficial femoral, popliteal and runoff vessels. Per cardiologist, it was felt that rather than to do an antegrade stick in the diseased femoral artery, it would be best to deploy a stent in a contralateral approach. A fluency stent was then placed sheathlessly at the site and deployed without difficulty. However, a segment of the sheathing mechanism was severed from the stent, which required retrieval. The retrieval was accomplished without difficulty by passing a coronary balloon through the ring of the foreign body. The pt tolerated the procedure well.